Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to the bile duct during an endoscopic ultrasound (eus) biliary drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, puncture was performed in the bile duct and the stent was attempted to be deployed; however, the stent failed to deploy. The stent was removed undeployed. Reportedly, it sounded like something had broken inside the device. Reportedly, a radiologist was called in to perform a percutaneous biliary drainage to complete the procedure. No patient complications were reported as a result of this event.